Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Ge representative tightened and interconnect cable connectors as a precautionary measure. System operates as intended.

Event description:
The customer reported the system is not displaying images, the monitors are black. No pt injury was reported.